Event description:
Information received from the field notes that the patient presented to the hospital emergency room with no reported symptoms. The device exhibited no output or magnet response and could not be interrogated.